Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer had issues with the sensor. Customer's blood glucose level was around 500 mg/dl. The customer treated his blood glucose level by changing the infusion set and with a manual injection. The device was not returned.